Manufacturer narrative:
(B)(6). (B)(4). Product analysis: visual and optical examination identified approx. ~ 4mm of the tip broken off. Optical examination of the tip identified an angulated fracture plane, with river lines. Shaft diameter and material hardness inspected; hardness found to be out of print specification. The above observations are consistent with manufacturing error.

Event description:
It was reported that intra-op, the screwdriver's tip broke because it was bored out. The product was too weak to handle the torque. The screw broke too, screw was removed and replaced with a new one. The products came in contact with the patient. No fragment of the product remained in the patient. No patient complications were reported.